Manufacturer narrative:
(B)(4). Device evaluated by MFR: the returned product consisted of the electrode, insulated cannula and stylet. An examination of the electrode found the array to be fully retracted. The distal section of the electrode is kinked. No visible damages were found to insulated cannula and stylet. The tines could not be extended due to the device condition (electrode kinked at distal section). A second functional evaluation was performed by measuring the continuity, the cable was able to conduct current indicating proper connectivity. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 05/25/2017. It was reported that the device did not apply current. A radiofrequency ablation procedure was being performed to treat cancer of the liver. A 3.5/15/15 leveen¿ coaccess¿ electrode was selected for use. When they attempted to begin treatment, no current was applied to the device. Troubleshooting did not resolve the issue. They exchanged for another of the same device and ablation was successfully performed. There were no patient complications reported. However, returned device analysis revealed the distal section of the electrode is kinked.